Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the drawers on 2 different machines were failed. A field service engineer (fse) arrived onsite; users were unable to recall which drawer had experienced the failure. Fse reseated the bus cables and row board cables for drawers 2 and 3 in the auxiliary station. Upon testing, drawer 3.1 exhibited pocket-related issues. Fse replaced the retractor and retested the drawer. All tests passed successfully, confirming proper functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had drawer failure. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.